Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was repositioned. Reportedly, communication was restored postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patients' charger has difficulty maintaining effective communication with the ipg when attempting to recharge the system. Reportedly, the ipg has migrated deeper into the pocket since the initial implant. Surgical intervention may be undertaken as the next course of action.